Event description:
It was reported that the patient has experienced an increase in seizures. The patient was seen via telemedicine so the vns was not able to be checked. Attempts for additional information have been made; no additional relevant information has been received to date.